Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
Customer contacted technical support (ts) stating that the navigation (nav) ring is not working. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4:15feb2021; b4:17feb2021. Device was evaluated by the field service engineer. The front bezel was replaced to resolve the navigation ring issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.